Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7110878. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7110136.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced pain and discomfort caused by the implantable pulse generator (ipg) flipping over in the pocket. The patient underwent a revision procedure where the ipg was repositioned, and the lead extensions were replaced. The patient was doing well post-operatively. The explanted lead extensions were discarded by the medical facility and were not returned to bsc.